Event description:
It was reported that the patient had two stored non-sustained episodes. It was also reported that there was noise present and very short r-r intervals on the ventricular lead. Patient was working out and had no symptoms at the time. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 392 short intervals since (B)(6) 2012. There was one ventricular non-sustained tachycardia episode with v-v intervals less than 210 miliseconds on (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ventricular lead had increased oversensing and large number of sensing integrity counter (sic) over the last year. Review of an episode showed noise on both the atrial and ventricular channels at the same time which may be due to interaction between the leads. Both leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.